Event description:
Physician reported rupture of the right device, diagnosed by an ultrasound. Device has been explanted.

Manufacturer narrative:
(B)(4). Patient date of birth -(B)(6); a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified; an opening on anterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode additional, changed, and/or corrected data: b6, g1, h6.

Event description:
Healthcare professional reported rupture of the right device. Device has been explanted.